Event description:
It was reported that interrogation of the implantable pulse generator (ipg) after implantation was unsuccessful using the mobile programmer and a diagnostic message was displayed stating "device non-compatible". It was noted in troubleshooting that the mobile programmer application and hosting tablet were uploaded correctly. The check was moved to a different room and patient's position adjusted however the issue remained. In addition despite the hosting tablet being charged to sixty percent (60%) it was attempted to further charge it and the hosting tablet was rebooted however the situation did not improve. The mobile programmer was switched out to a different mobile programmer which was able to successfully interrogate the ipg. It was noted there was electromagnetic interference. The leadless implantable pulse generator (ipg) remains in use.the mobile programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that interrogation of the implantable pulse generator (ipg) after implantation was unsuccessful using the mobile programmer and a diagnostic message was displayed stating "device non-compatible". It was noted in troubleshooting that the mobile programmer application and hosting tablet were uploaded correctly. The check was moved to a different room and patient's position adjusted however the issue remained. In addition despite the hosting tablet being charged to sixty percent (60%) it was attempted to further charge it and the hosting tablet was rebooted however the situation did not improve. The mobile programmer was switched out to a different mobile programmer which was able to successfully interrogate the ipg. The mobile programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: g3 field from previous follow-up report 001 was omitted. The omitted date should have been 02-apr-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.